Event description:
A product liability claim was raised. It was reported that the patient was implanted a cls expansion cup, 52 mm on (B)(6) 2002 and was revised on (B)(6) 2012 due to suspected periprosthetic sepsis. It was reported that metallosis and tissue reaction were found during the revision surgery.

Manufacturer narrative:
The manufacturer did not receive explanted devices for review. Where lot numbers were received for the devices, the device history records were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the information provided. Due to fact that this is a legal claim, our legal department has been provided with the available facts from the customer. Zimmer (B)(4) legal department is well trained and passes all information concerning the case to our complaint handling department. As soon as supplemental information becomes available an updated report will be submitted. (B)(4).

Manufacturer narrative:
No trend identified. The product combination used was approved by zimmer. As the case at hand is a legal claim it is not suspected that the device or additional information is being submitted for review. No devices, x-rays, pictures or surgical reports were provided for review. A technical investigation was not possible to perform. Possible causes for the reported event, according to dfmea- metal debris, breakage of insert, neck fracture of stem, dislocation or luxation, osteolysis/metallosis due to inappropriate design concerning range of motion leading to impingement of components; aseptic loosening, metallosis -> due to inappropriate design concerning tribological performance leading to increased wear particles from articulation. Based on the given information and the results of the investigation, the complaint could not be confirmed as the alleged failure could not be identified or reproduced. The need for corrective measures is not indicated and zimmer (B)(4) considers this case as closed.